Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 110 mg/dl.